Manufacturer narrative:
Medwatch sent to FDA on 7/11/2016. Allergan is unable to confirm with the healthcare professional, therefore, additional event, product, or patient details are not attainable. The event of "reaction" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device labeling for the reported event of patient problem/medical problem: "undesirable effects - the patient must be informed that there are potential side effects linked to this procedure, which can be either immediate or delayed. These include but are not limited to: inflammatory reactions (redness, oedema, erythema, etc.), which can occur simultaneously with itching or pain on pressure, can appear after the injection. These reactions can last for a week. Haematomas. Indurations or nodules at the injection area. Coloration or discolouration of the injection area. Poor efficiency or poor filling/restoration effect. Cases of necroses in the glabellar region, abscesses, granuloma, and immediate or delayed hypersensitivity after hyaluronic acid and/or lidocaine injections have been reported. It is therefore advisable to take these potential risks into account. Patients must report inflammatory reactions which persist for more than one week or any other secondary effect which develops, to their medical practitioner as soon as possible. The medical practitioner should treat these as appropriate. The distributor and/or manufacturer must be informed about any other undesirable side effects linked to juvéderm¿ voluma¿ with lidocaine injection."

Event description:
Patient reported hearing of patients from other clinics having been injected with unspecified juvéderm¿ voluma¿. These patients had unspecified reactions ranging up to 2 years after injection. The patients were recommended to remove the product with hyaluronidase. It is not known how many patients there were and how many clinics were heard from.